Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 48 mm x 48 mm thoracic aortic aneurysm. The proximal thoracic aortic neck diameter was 24 mm, and the distal thoracic aortic neck diameter was 25 mm. It was reported that a talent 3232 stent graft was implanted in the thoracic aneurysm. The lsa was coiled. The angiography showed a distal type 1 endoleak. The physician elected to treat the distal type 1 endoleak with a implanted another talent 3232 stent graft covering of distal zone, overlapping approximately 5 cm into the first tf3232 device and resolved the distal type 1 endoleak. The next angiography showed a proximal type 1 endoleak. The physician modeled the stent graft with a balloon, however, the endoleak did not completely resolve. The physician decided to keep monitoring this patient without any additional treatment. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). (Details of vessel morphology has not been provided). Evaluation, conclusion: (details of vessel morphology has not been provided).